Manufacturer narrative:
Section d4 lot changed from unknown to 02376ui00. Review of complaint activity determined that there was elevated complaint activity for reagent lot 02376ui00. Review of tracking and trending reports did not identify any related trends for the architect total b-hcg assay. Testing of an in-house panel which mimic patient samples was completed using a retained kit of lot 02376ui00. All specifications were met, indicating acceptable product performance. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect totoal b-hcg assay was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result. Sample ID (B)(6) generated an initial result of 2080 miu/ml. A new collection and retest of the original sample generated negative results (<1.2 miu/ml). No impact to patient management was reported.